Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test. The event happened during testing at the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed downstream occlusion test' which unable to be recreated during evaluation. The cause was determined to be an out of specification downstream tubing guide which was replaced correct this condition instead of adjusted due to damaged to the component. Should additional relevant information become available, a supplemental report will be submitted.